Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The unit was evaluated at philips, and the failure was verified. Replacing the ac power module resolved the failure.